Event description:
It was reported that the cuff of the device is not inflating properly despite cuff manipulation. There was no patient harm reported.

Manufacturer narrative:
Three (3) samples and three photos were received for evaluation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing of the returned samples were performed and the reported issue was confirmed. During testing of the cuff on the returned sample, the samples were found to be out of specification during the inflation test. The root cause of the confirmed issue has been investigated under a corrective and preventative action. Additionally, manufacturing controls and instructions for use (IFU) are in place to help prevent occurrence of the reported issue. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).